Event description:
It was reported that during preparation, the cs300 intra-aortic balloon pump (iabp) had electrical test fails code 50. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed the safety disk leak test, which the unit passed. The fse then tested the unit by running it with a balloon for a few hours. The unit was normal and no alarm was prompted. The fse could not duplicate the reported issue. The fse stated that the customer will monitor it again. The unit operated as normal.